Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were following j&j medtech procedures. Visual analysis revealed the peek housing was bent. The device was connected to the carto 3 system, and the device was recognized; however, the third and fourth electrodes were displayed as black on the system due to an open circuit on the tip area. A microscopic examination was performed and a breakage of the peek housing was observed leaving internal parts exposed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The black electrodes issue could be related to the reported event; therefore, the customer complaint was confirmed. The potential cause of the peek housing breakage could be related to the manipulation of the device during the procedure, however, this cannot be established. The potential cause of the open circuit on the tip area could be related to the peek housing bent issue, however, cannot be established. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a break in the peek housing with exposed parts. It was initially reported by the customer that the catheter was not visualized on the carto 3 system. The bwi representative exchanged the catheter interface cable without resolution. Them the catheter was exchanged and the issue resolved. The case continued. There was no patient consequence. The customer's reported visualization issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-nov-2024. The bwi pal revealed that a visual inspection of the returned device found a breakage of the peek housing leaving internal parts exposed. Based on these findings, the complaint was reassessed as an MDR reportable malfunction since the integrity of the device has been compromised.